Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received software error. Customer¿s blood glucose level was 99 mg/dl. The error was occur at the time of blousing where screen went dim and insulin pump rebooted. Customer did the self-test but the test was fail. Customer was able to rewind the insulin pump. Customer was advised to monitor the insulin pump and call back if the issue persist. The insulin pump will not be returned for analysis.